Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-05832. Related manufacturer reference number: 2017865-2019-05834. It was reported that the patient presented to the hospital with an eroded pocket. The entire system was explanted on (B)(6) 2019 due to the erosion and infection. The patient was stable throughout the procedure.

Manufacturer narrative:
A partial lead was returned. Analysis was normal. No anomalies were found.